Event description:
The customer reported that the mainframe was rebooting (shutting down) whenever the blade collimator rotation button was pressed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tech processor was reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.